Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the rad-g "powers off on its own." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g "powers off on its own." There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device was able to power on and off via battery and ac power and all alarm conditions were audible and visual. No power issues were identified during testing. The device was determined to be functioning as designed.